Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they found their equipment and were able to charge, but when they went to use their programs they were getting settings not available cannot provide your desired intensity settings. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the rep. Rep saw this patient for a reprogram but did not hear anything from her about a reported issue. Her doctor sent her to them for reprogramming and rep saw her the week after in september, she had high impedance and bad connections. She is not interested in surgical intervention to correct the issue because she is in college at this time. But plans to review in august 2025. She has informed her doctor of the issues as of our last conversation.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of high impedances was not determined. Some electrodes are showing do not use. Plan is for replacement of leads after patient finishes college. Patient currently states that programming is working well. Currently, not having issues with any device function. Do not use and avoid electrodes are not in use in this programming. Patient has spoken with the doctor about the high impedance electrodes and plan to revise.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.